Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on january 13, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported). Additionally, the patient underwent revision surgery on (B)(6) 2022 to rotate the receiver stimulator 90 degrees and clean the wound. This report is submitted on march 17, 2022.